Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. Not reportable - upon receiving additional information of the reported event, it was determined to be not reportable as this device did not fracture and did not cause or contribute to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 : 161071 - oss avl poly tib bushing set - 571250; 161073 - oss avl tibial lock ring - 385830; 161096 - oss rs 16mm ls tibial bearing - 117880; 150478 - oss poly lock pin - 483560; 161034 - oss rs poly fem bushings set/2 - 685770; 161035 - oss rs axle - 898060. G2 : foreign country : europe : belgium. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee surgery and approximately 3 years post-op, was revised due to subluxation and disassociation of the tibial components and fracture of the locking ring. Attempts have been made and all available information has been provided.